Event description:
The customer reported the generation of erroneous ise (ion selective electrode) patient results for sodium (na), potassium (k) and chloride (cl) with erratic anion gaps on their unicel dxc 880i synchron access clinical system. The customer also indicated they were observing elevated urine chloride quality controls (qc). The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the analyzer. The fse inspected the analyzer and found blue build up in the ise flowcell carbon bridge and slight leak from sample probe. The fse determined that the cause of failure was due to carbon bridge and malfunctioning t-valve. The fse replaced the t-valve and carbon bridge which resolved the issue. The fse performed system performance successfully. No further issues were noted after part replacement. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is case (B)(4).